Event description:
It was reported via repair work order that the head left side rail would not lock into the upright position due to malfunction siderail latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.